Event description:
Consumer reported no vibration alert. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4).complaint device was returned to dexcom and evaluated. The reported failure was not confirmed.